Manufacturer narrative:
If information is provided in the future, a supplemental report will filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead was in the hospital for covid-19. The patient had received six shocks approximately two weeks prior. A previous rv defibrillation lead shock impedance measurement of 140 ohms was noted. Technical services (ts) discussed this was likely a lead issue and to consider a replacement. The lead remains in service at this time. No adverse patient effects were reported.